Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer's blood glucose was 190 mg/dl. Pump reset was performed to resolve the issue.